Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system had a pacing impedance of <200 ohms and is oversensing. The guidant/cpi sales rep is having difficulty performing threshold measurements. Patient also reported that she is feeling pocket stimulation with pacing therapy.